Manufacturer narrative:
The reported events were no capture, no threshold, and high pacing impedance. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any anomalies. Visual examination found blood in the coil and the diameter of the connector boot seemed to be larger. Dimensional analysis of the connector found an over-sized diameter in a section of the connector boot that was not within product specification, which may have contributed to the reported events.

Event description:
It was reported that the patient presented for an implant of the left ventricular lead. During the procedure, it was noted that the lead exhibited failure to capture, failure to sense, and high pacing impedance. The procedure was completed successfully with a replacement lead. There were no patient consequences.